Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the physician was closing the pocket, the right ventricular (rv) lead dislodged. The pocket was reopened, and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.